Event description:
It was reported that the patient underwent a full system explant of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead due to unknown reasons. An unknown amount of time later, the ICD system was replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.